Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the bolus wizard is not taking into account the active insulin when calculating a bolus. Customer stated she noticed that sometimes the issue would happen at night but the day of the call it had happened all day. Customer stated bolus wizard parameters were entered correctly. Customer found that the food and correction bolus was incorrectly set up. The bolus history showed the carbohydrates were entered correctly but not the blood glucose value and the bolus estimate was not adjusted. Customer stated she did not receive an estimate details message during a recent bolus. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. The bolus wizard functioned properly. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot and cracked reservoir tube lip.